Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was frozen during use with patients. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was frozen during use with patients. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the application on central nurse's station (cns) had frozen during patient monitoring. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the application on central nurse's station (cns) had frozen during patient monitoring. The device was sent in for evaluation. No patient harm was reported. Investigation summary: evaluation of the reported device was not able to confirm or duplicate the issue of frozen cns. As such, a root cause for frozen cns could not be determined. Nihon kohden repair center (nk rc) recommended that the hdds be replaced as a precaution. It is likely that the cns froze due to a hardware failure. The causes of hardware failure are discussed below. Hardware failure hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in a spontaneous shutdown or reboot. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. A serial number review of the reported device does not reveal additional complaints relating to cns freezing. A complaint history review of the customer's account does not reveal complaint reporting of similar events.